Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. After further evaluation, the suspect medical device was changed from clinical chemistry lactate dehydrogenase reagents to the architect c8000 analyzer. MDR number 1628664-2018-02201 was previously submitted for the reagent and all further information will be documented under this MDR number. An evaluation is in process.

Event description:
The customer observed falsely elevated lactate dehydrogenase results while using architect c8000 analyzer. The following data was provided for one patient. Sid (B)(6) initial 470.62 u/l, repeat using the same architect c8000 analyzer sn (B)(4) 191.96 u/l, repeat using another analyzer (architect c16000 sn (B)(4)) 188.46, 188.46 u/l . No impact to patient management was reported.

Manufacturer narrative:
The field service engineer (fse) performed maintenance including washing the cuvettes and water tank. While inspecting the instrument, the fse observed the r2 reagent syringe o-ring was incorrectly placed. He replaced the o-ring and determined it the likely cause of the falsely elevated result. A review of the architect serial c804340 service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since reagent syringe o-ring was replaced. A review of the product labeling concluded that the issue is sufficiently addressed. A review of a 12-month search for similar complaints identified no adverse trend of the reagent syringe o-ring. A review of the architect c8000 tracking and trending data revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. The architect c8000 erratic result rate is within acceptable limits with no trends identified. No product deficiency was identified.